Event description:
The customer contact reported that the device did not deliver. It was reported that a gemstar pump and a gemstar bolus cord were connected to the docking station and being used to deliver unspecified concentration of fentanyl for epidural delivery. No specific programming parameters were provided. It was reported that after the bolus button on the bolus cord was pressed by the pt, the gemstar pump did not deliver a bolus dose. The customer contact reported that the nurse pressed the bolus button on top of the pump to deliver a bolus dose. It was reported that according to the user facility's protocol, subsequent add'l bolus doses required that an anesthesiologist press the bolus button on top of the pump. The customer contact reported that there was a 20 to 60 minute delay in therapy critical to this pt while waiting for an anesthesiologist to be notified and to subsequently press the bolus button to deliver an unspecified number of bolus doses. There were no reported adverse pt effects. Though requested, no add'l info was provided, including if the docking station was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.